Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent detached from the delivery system and was returned for analysis. The stent was damaged on the distal side with stent struts distorted and stretched. The maximum stent profile is within the specification. A review of the specified inside diameter of the stent protector found within specification, however the stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The stent protector offers full protection to the crimped stent and device tip. The stent protector profile size relative to the crimped stent profile size offers ease of use to the user and ease of removal of the stent protector during device preparation. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. The stent protector must remain over the distal tip and crimped stent after device removal from the carrier tube. Based on the analysis and the type of damage evident; it is most likely that stent movement occurred during the preparation and handling of the device following removal of the stent protector. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the balloon body. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 4.00 x 24 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation, it was noted that the stent was stuck on the balloon stylet and was dislodged from the delivery system as it was pulled out. The procedure was completed with a new stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 4.00 x 24 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation, it was noted that the stent was stuck on the balloon stylet and was dislodged from the delivery system as it was pulled out. The procedure was completed with a newstent. No patient complications were reported.